Event description:
The customer reported an issue associated with the autopulse nxt band (lot unknown). During use of the autopulse nxt platform (sn (B)(6), the strap sleeve over the strap starts to shred and gets caught up in the gear. CPR fails, and during patient use in the cath lab, the customer cannot stop therapy to change the band. He had to switch to manual CPR. The customer believes it would be better if the sleeve is not there, just the strap. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt band in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.